Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. Data was returned and evaluated. Data was provided for investigation but does not reflect the full investigation window. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.